Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 19-may-2023. H6: investigation summary : customer returned 4 open 32g 4mm pro loose pen needles and 30 unopened 32g 4mm pro loose pen needles from the lot#2180163. It was reported by the customer the pen needles clog, all the returned samples were visually examined and observed one pen needle with npe cannula bent. Most likely the customer complaint needle clog occurred due to bent npe cannula. As the samples return were open, root cause cannot be determined. Embecta was able to confirm the issue as npe bent cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the issue as bent npe cannula. Root cause cannot be determined as the return samples were open.

Event description:
It was reported that 7 of the bd nano¿ 2nd gen pen needles were unable to deliver the insulin. The following information was provided by the initial reporter: consumer reported when priming two units, insulin will not flow 7 pen needles affected.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 7 of the bd nano¿ 2nd gen pen needles were unable to deliver the insulin. The following information was provided by the initial reporter: consumer reported when priming two units, insulin will not flow 7 pen needles affected.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 of the bd nano¿ 2nd gen pen needles were unable to deliver the insulin. The following information was provided by the initial reporter: consumer reported when priming two units, insulin will not flow 7 pen needles affected